Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
This event was a revision surgery due to dislocation that occured 10 days after the primary surgery. The primary surgery used the humeris reversed system. During the revision surgery, the surgeon explanted the ø40/+9 135/145 humeral cup, the ø24 baseplate, the ø40 centered glenosphere and associated screws. Then he implanted a ø40/+6 135/145 humeral cup, a 10mm post extension, a new ø24 baseplate, a new ø40 centered glenosphere and associated screws.